Event description:
The user facility reported that a procedural 8 french sheath was replaced with the angio-seal device and when the collagen sponge was attempted to be pushed with the tamper tube, the collagen could not be pushed down, and hemostasis was not achieved. The device was not used, and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was retrieval of cerebral thrombosis. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal. Additional information was received on 03apr2025: when the insertion sheath and device were withdrawn, the collagen sponge stopped deploying halfway. The collagen was retrieved by cutting the suture. A portion of the anchor and suture remained in the patient's body. There was no health hazard to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy . A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy . D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that an issue could have occurred during device deployment proper deployment of the collagen, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).